Manufacturer narrative:
This complaint is still under investigation.

Event description:
Clinical report states that patient was revised to address osteolysis and pain.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Clinical report states that patient was revised to address osteolysis and pain. Update der rcvd 2 oct 2014 - added dor = (B)(6) 2013 (doi = unknown). Added adverse reaction as a reason for revision. Added surgeon name, hospital and contact info. Added lot number to head and added expiry date to both products.